Manufacturer narrative:
Examination was not possible, as the devices were not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent x-rays that showed the head had disassociated from the constrained liner as a result of a traumatic fall. The patient was taken to the operating room and the head was successfully locked back into the constrained liner in a closed procedure using fluoroscopic imaging.